Event description:
Event description cpi received information that this implantable pulse generator exhibited no output during closing of the pocket at time of implant. The patient is pacemaker dependent. The physician rechecked and reinserted the leads in the header several times and the inhibition could not be reproduced. The ipg remains implanted in the bipolar mode.